Event description:
It was reported that balloon perforation occurred. A 2mm x 20mm x 142cm coyote es was selected for use. During the procedure, a non-bsc wire was removed from balloon shaft while balloon was inflated in tibial artery. However, when the wire passed down the shaft of the balloon, the wire ended up inside the balloon itself and curled up. The balloon and wire were pulled out and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that a guidewire is curled inside the balloon. Microscopic examination revealed that the guidewire punctured the lumen 18mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported difficulty to track over wire.

Event description:
It was reported that balloon perforation occurred. A 2mm x 20mm x 142cm coyote es was selected for use. During the procedure, a non-bsc wire was removed from balloon shaft while balloon was inflated in tibial artery. However, when the wire passed down the shaft of the balloon, the wire ended up inside the balloon itself and curled up. The balloon and wire were pulled out and the procedure was completed with a different device. No patient complications were reported.